Manufacturer narrative:
D4: model# was not provider, it is unknown. D5: operator of device was not provided, it is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. A DHR review could not be performed in that no specific product was identified. No serial number was provided. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Per mw5102487: it was reported that the patient was reordered current hospitalization. Dates: 2021 to unknown. Reason: hospitalization. Details: due to staff infection, declined rph consult. Reported to by patient/caregiver. 05-aug-2021 additional information received by via email: the patient went to hospital and was admitted. The patient receive medical treatment but it is unknown what type of tests or treatment/labs was provided to the patient at this time. No other information provided.